Manufacturer narrative:
Further information was requested but not received. Serial number, model number, manufacturing date, expiration date, physical manufacturing site, UDI, and implant date are unknown since the serial number was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low voltage lead exhibited noise. It was noted that the noise was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.